Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had dislodged twice since initial implant. During lead revision procedure on (B)(6) 2019, the lead insulation got damaged. A new lead was implanted. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.